Event description:
It was reported that the patient's left neurostimulator (ins) became infected. The ins and extension were explanted while the patient's lead remained in place. Additional information has been requested, but was not available as of the date of this report. See MFR. Rep. # 3004209178-2012-06341 for issues with right ins.

Manufacturer narrative:
(B)(4). Lead model 3387-40, lot# l75839, implanted: 2000 (B)(6), explanted: na; extension model 7495-51, serial# (B)(4), implanted: 2000 (B)(6), explanted: 2011 (B)(6); programmer model 7438, serial# (B)(4).

Manufacturer narrative:
(B)(4).